Manufacturer narrative:
Additional information: the device was inspected prior to use with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent deformed in vivo during positioning/advancement. The lesion being treated was non-tortuous, moderately calcified in the ostium of the right coronary artery (rca). Negative prep was performed prior to use with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the stent. Intravascular ultrasound (ivus) was conducted, and it was noted that the degree of calcium was underestimated. The stent did not cross the lesion on the first attempt, so it was removed to prevent further dilation. Upon inspection prior to reinsertion, the stent was noticed to be bunched up on balloon. It was stated that the issue was attributed to the calcium present,not the stent itself. A non-medtronic guide extension catheter and a new stent were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to deformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the mid wraps, with struts raised. No deformation was evident on the distal tip. The device also returned with a detachment on the hypotube. The detachment site on the hypotube material was oval and jagged. Kinks were evident on the hypotube proximal distal to the detachment site. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.